Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis in esophagus procedure performed on (B)(6) 2026. It was reported that during the preparation, the suture had multiple knots in the ligator. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture multiple knots in ligator. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the ligator was returned in its shrink wrap, the slack was taken up and the handle does not evidence that the loop was secured to the post. Additionally, it was found that the suture does not have any knot. Unable to confirm the reported event of suture multiple knots in ligator with testing of the product return. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labeled indications. Secure the trip wire in the slot on the handle unit. However, the handle did not have evidence that the trip wire was secured to the post. This can ultimately affect the way the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire not to function properly with the handle when pulling the bands. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis in esophagus procedure performed on (B)(6) 2026. It was reported that during the preparation, the suture had multiple knots in the ligator. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture multiple knots in ligator.